Manufacturer narrative:
Continuation of d10: product ID b35200 lot# serial# (B)(6) implanted: on (B)(6) 2025 explanted: product type implantable neurosti mulator product ID b3300542 lot# serial# unknown implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating that cause and ultimate outcome remain unknown, but the lead was explanted and the extension was plugged

Event description:
It was reported that caller is confused with MRI guidelines, specifically page 26 discussing abdomen/chest location. Agent clarified. Caller states the patient (pt) has an infection in brain along with abcess. The caller states she is unsure when manufacturer representative (rep) was notified but presumes possibly yesterday, caller has been working with reps. Caller states rep was at the facility today and had placed both implantable neurostimulators (ins) into MRI mode. The caller asked that agent help confirm the inss are in MRI mode. The caller connected to devices and said MRI mode was active, therapy off but noted that there were no symbols on the screen indicating what the pt's eligibility was. Agent reviewed that based on the dbs MRI guidelines, this screen should only be displayed when the pt's eligibility was confirmed via eligibility form. The caller did not have an eligibility form. Agent stressed that if further questions were needed, they should be directed to rep as it appears the eligibility route was taken via the 'form' selection which did not display the symbols indicating what the pt is eligible for.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.